Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the long portion of the essure was noted to be slightly embedded into the cornu of the uterus, the smaller coil of the essure seemed to be slightly embedded on this side') in an adult female patient who had essure inserted. The patient's medical history included dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c, hysteroscopy, laparoscopic salpingectomy with removal of essure devices bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in product removal date: (B)(6) 2017. The long portion of the essure was noted to be slightly embedded into the cornu of the uterus. It was removed still inside the tube and it was pulled up through the right 5 mm port. The smaller coil of the essure was removed with the graspers as well and pulled up through the port. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: slightly embedded into the cornu of the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information, patient medical history, rcc added. Event: medical device removal updated to event: slightly embedded into the cornu of the uterus. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the long portion of the essure was noted to be slightly embedded into the cornu of the uterus, the smaller coil of the essure seemed to be slightly embedded on this side') in an adult female patient who had essure inserted. The patient's medical history included dysfunctional uterine bleeding and pelvic pain. On(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c, hysteroscopy, laparoscopic salpingectomy with removal of essure devices bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in product removal date: (B)(6) 2017. The long portion of the essure was noted to be slightly embedded into the cornu of the uterus. It was removed still inside the tube and it was pulled up through the right 5 mm port. The smaller coil of the essure was removed with the graspers as well and pulled up through the port. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: slightly embedded into the cornu of the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.